Manufacturer narrative:
The customer later that the reported issue was due to the device failing to recognize a shockable rhythm, therefore it did not advise further shocks after the first one. Heartsine evaluated the customer's device and was unable to verify nor duplicate the reported issue. Given no fault found on the device and no abnormalities observed in the memory, the reported fault would therefore indicate an issue with the waveform setup of the customer's test fixture. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was not able to deliver three consecutive shocks and was only able to deliver one during testing. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device and investigation into the device malfunction is pending.

Event description:
The customer contacted heartsine to report that their device was not able to deliver three consecutive shocks and was only able to deliver one during testing. There was no patient involvement reported with the event.